Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issue with the tip section of the device. A tactile examination found no kinks or other damage along the shaft of the device. A longitudinal balloon tear was identified in the balloon material. The tear was identified 22mm proximal to the tip and extended 18mm proximally along the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 5f non bsc introducer sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous vein of the left forearm. The 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for 60 seconds. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. There was no kink prior to use, no resistance during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 5f non bsc introducer sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous vein of the left forearm. The 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for 60 seconds. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. There was no kink prior to use, no resistance during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.